Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained lead noise due to post-paced t-wave oversensing was observed via a merlin at home transmission. The patient was asymptomatic. Reprogramming changes were recommended.

Event description:
New information received indicated that asymptomatic patient presented in-clinic for follow-up, and post-paced t-wave oversensing was observed on the ventricular channel via stored egm. Programming changes were made.